Event description:
Tot sling surgery last day 2008. Pain, burning of groin, hip, leg to foot. Dr doesn't know what's going on with me for sure. Stress, incontinence. Returned along with burning pain, painful sex, rectal and vaginal spasm.